Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified a broken shell and the device was underweight. A visual and microscopic analysis was performed which identified a sharp broken edge on the posterior and crease folds. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge on the posterior (patch/shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.